Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the user was unable to attach and lock the luer connector to the cartridge, despite multiple attempts by the user and others, and the issue persisted across additional connectors and cartridges from different lots; the device was replaced. Symptoms included no adverse clinical effects, as the user was not on therapy with the pump. Outcomes included no impact to blood glucose, no medical intervention, and no hospitalization. Investigation included company review of the complaint and logistics for replacement and return of the device. Investigation of this case revealed a suspected mechanical connection problem at the luer interface consistent with a device component connection failure, though the specific component failure mode was not verified prior to return. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.